Event description:
It was reported that the patient underwent a micro disc posterior lumbar procedure. The tip of the instrument broke during surgery and no longer could be used. A piece broke off piece was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). The superior shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.